Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Most likely underlying root cause: mlc-51- user mechanical stress (possibly dropped, broken, mishandled). Test strip UDI #: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that condition has improved and no longer experiencing symptoms. The customer went to the doctor's office on (B)(6) 2019 where she was diagnosed with hyperglycemia (reading in the 300's). Customer says her doctor increased dosage on her metformin.

Event description:
Consumer reported complaint for broken meter accompanied by symptoms. Meter displays two rows of dashes on the screen. The expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling dizzy. Medical attention is not reported as a result of reported symptoms. The product storage location is undisclosed. During the call a blood test was not performed by the customer, during troubleshooting the meter did not turn on. The test strip lot manufacturer's expiration date is 10/21/2020 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.